Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left side capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient of unspecified age underwent primary breast augmentation with an unknown size unknown saline implant and was presented with left side capsular contracture; baker grade unknown postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2015 with catalog number 3503754bc and serial number (B)(4) on the left side, and with catalog number 3503754bc and serial number (B)(4) on the right side.